Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that artificial urinary sphincter (aus) cuff eroded through the posterior wall of urethra. Erosion was diagnosed by cystoscopy. Device was explanted at an unknown date. Patient was reimplanted with a new aus.